Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00036. Device 2 is being reported under MDR 2247858-2019-00037. Device 3 is being reported under MDR 2247858-2019-00038.

Event description:
"Endoleak: on (B)(6) 2019: tevar was performed for a descending aorta aneurysm and the relay plus devices were implanted (zone 3). Firstly, the relay plus 28-m3 34 200 34 24 90u was implanted at the proximal side and then the relay plus 28 m3 38 190 38 25 90u was implanted at the distal side (overlapped). According to angiography, endoleak was observed and a balloon was used for endoleak. However, endoleak type ]b was observed around the third or fourth stent from the distal end of the stent graft (28-m3 38 190 38 25 90u). Another relay plus 28-m3 38 145 38 24 90u was added inside the stent grafts and endoleak finally disappeared. The outcome after surgery was good. The doctor says that endoleak type iiib occurred because the stent graft had a split or a hole". Patient outcome: "the patient has recovered".

Event description:
"Endoleak: (B)(6) 2019: tevar was performed for a descending aorta aneurysm and the relay plus devices were implanted (zone 3). Firstly, the relay plus 28-m3 34 200 34 24 90u was implanted at the proximal side and then the relay plus 28 m3 38 190 38 25 90u was implanted at the distal side (overlapped). According to angiography, endoleak was observed and a balloon was used for endoleak. However, endoleak type [?]b was observed around the third or fourth stent from the distal end of the stent graft (28-m3 38 190 38 25 90u). Another relay plus 28-m3 38 145 38 24 90u was added inside the stent grafts and endoleak finally disappeared. The outcome after surgery was good. The doctor says that endoleak type iiib occurred because the stent graft had a split or a hole." Patient outcome: "the patient has recovered."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00036. Device 2 is being reported under MDR 2247858-2019-00037. Device 3 is being reported under MDR 2247858-2019-00038. - attachment: [MDR 2247858-2019-00036 - device 1 evaluation.pdf].